Event description:
It was reported that the patient presented to the emergency room after hearing the device alert sound. Upon interrogation, it was noted that the lead integrity alert had triggered. There was oversensing and noise was reproduced with pocket manipulation and shoulder movement. It was determined that the lead was not connected all the way into the header of the device. A procedure was conducted to reset the lead into the device, and both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.